Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient reported being out of town and experiencing a sensor failure with his continuous glucose monitor. The patient did not bring extra supplies to change their sensor, nor did they have a blood glucose meter to monitor their glucose levels. The patient indicated they were "flying blind" with insulin administration. In addition to the insulin being given through the pod, the patient was also using the fill syringe to administer insulin. The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and severe muscle aches. The patient was treated with insulin drip and muscle relaxer (flexeril). The pod was removed at the hospital and discarded. The patient was released the same day ((B)(6) 2025).